Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be note that the rx graftmaster instructions for use (IFU) states that if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent on the balloon. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified proximal left anterior descending (lad) artery. A perforation was caused by an unknown device. A 3.0 x 19 mm rx graftmaster stent delivery system (sds) was being advanced to treat the perforation; however, it could not cross the lesion. Force was applied to the sds in an attempt to cross the lesion, which resulted in a kink in the proximal shaft. Resistance was felt during removal of the sds. A new graftmaster was used to successfully seal the perforation. There was no clinically significant delay in the procedure. No additional information was provided.